Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place and did not fell out during the visual and functional testing. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a laparoscopic lobectomy procedure, the device could be fired without any problem on the 1st and the 2nd firing and the deployed staples were formed b-shape completely. When the device was going to be articulated before approaching the lung vein, the loaded cartridge came off. There were no adverse consequences for the patient. The doctor commented as follows; the doctor checked that the cartridge was loaded into the jaw properly before the 3rd firing. There was no possibility that the device was touched to the chest wall. No metallic devices such as forceps were touched with the device. The target lung vein was not clamped when the device was going to be fired.